Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10299. It was reported that the patient presented in clinic with hiccups. Upon interrogation, it was noted that the right atrial lead was causing diaphragmatic stimulation. A chest x-ray revealed that the right atrial lead had dislodged and both the right ventricular and atrial leads had coiled up in the pocket due to twiddler's syndrome. The right atrial lead was explanted and replaced, and the slack was added to the right ventricular lead. The patient was stable.